Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was part of system revision due to infection then used as extrernal temporary device. Later, the temporary system was taken out of service. There were no additional adverse patient effects reported. The pacemaker was explanted.

Event description:
Additional information received indicating that the patient had infection with sepsis. No additional adverse patient effects were reported.